Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
In late (B)(6) 2016, vp shunt surgery was performed and the device was implanted behind the right ear of an (B)(6) baby. When implanting the device in the patient, the surgeon had an impression that tension was applied to the skin because the proximal connector part was raised above the surface of the skull; however, the surgeon decided to keep the device implanted and the case was completed. Immediately after surgery, the implant site turned white and the disturbance of blood stream was found, so the surgeon set the device at a high pressure level and tried to accumulate csf around the site to release the tension on the skin. After the tension was successfully released, the setting was changed to the previous level for hydrocephalus treatment and antibiotics were prescribed to the patient. The patient was discharged from hospital 2 weeks later than was planned for 1 week due to this event. The patient's condition is now good. The surgeon commented that he had not been provided enough information that the device's proximal connector part was hard and had a possibility of becoming protruded to surface. He requests the improvement in the proximal connector part because he appreciates the certas plus with MRI resistance and a virtual-off function which are very useful for shunting for infants. It was also reported that since the surgeon felt risks associated with using the device to infants, he issued warnings personally to his colleagues at where this device had already been launched.

Manufacturer narrative:
(B)(4). A review of manufacturing records found no discrepancies when the device was released for distribution.